Event description:
The device was used on a pt with recklinghausen disease. During the procedure, the device jaws could not be re-opened while applied to tissue. The tissue being worked upon was described as a 3kg mass of tissue containing muscles and fats. The surgeon manually removed the instrument from tissue with no pt injury or damage. Another device was opened to complete the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.